Manufacturer narrative:
Lot number: requested, not provided. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. One 119 cm 6fr r2p destination sheath was returned for product evaluation. The dilator and valve assembly were not returned for evaluation. The sheath was returned with the metacross balloon stuck inside a portion of the sheath. Visual inspection was performed. Mechanical damage was noted along the sheath. It was greatly stretched from the hub to 26 cm from the sheath hub. A kink was also noted at 85 cm from the sheath hub. The complaint can be confirmed for sheath mechanical damage. The catheter balloon was found stuck inside the shaft of the balloon and the outer jacket of the sheath was greatly stretched along the shaft. Based on the investigation, it is likely the metacross balloon was not completely deflated prior to withdrawing it from the sheath shaft. The DHR could not be reviewed since the lot number was not available. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
The r2p destination slender device was returned and found to be mechanically damaged, with the balloon stuck inside of the shaft of the sheath. The user facility reported that when they attempting to withdraw the metacross balloon over a 400cm stiff angled glidewire, the balloon became stuck on the wire and could not be withdrawn through the sheath. The entire system of sheath and balloon were removed. The patient was stable. The procedure outcome was completed. Additional information was received on 28may2021. The procedure was an r2p from left radial artery to right superficial femoral artery (sfa) intervention. The event occurred during the last part of the procedure, therefore nothing else was used to complete the procedure. There was no harm to the patient. The glidewire used was a gs3540, with an unknown lot number. The account could not confirm if the glidewire was the issue or had an issue. The 119cm destination slender sheath was a gs-r65t1c12w with an unknown lot number. The account could not confirm if the 119cm destination slender sheath was the issue or had an issue.